Event description:
It was reported that 57 bd insyte¿ autoguard¿ shielded IV catheters' packaging units were found unsealed before use. The following information was provided by the initial reporter, translated from portuguese to english: "primary packaging sealing is not adhered, causing the packaging to open before handling."

Manufacturer narrative:
Investigation: during DHR review there were no quality notification (qn) or nonconformity report of "package seal integrity poor/questionable¿ or anything that could lead to be related to this complaint. After analyzing the attached photos containing the claimed defect, it was possible to observe that some packages were open, confirming the reported defect. As a possible cause of this defect would be a failure in the adhesiveness of the paper with the film due to the lacquer contained in the paper from the supplier oliver tolas (supplier of paper used in the claimed lots). However, besides although the photos confirmed the open package complaint, it was not possible to determine the root cause of this defect, due to the absence of nonconformities related to this defect and due to the lack of objective evidence in the device history record of packaging claimed, such as: the packaging parameters are within the specifications, the adhesive transfer mark on the film, which proves that the product has been properly sealed during the packaging of the product.

Event description:
It was reported that 57 bd insyte¿ autoguard¿ shielded IV catheters' packaging units were found unsealed before use. The following information was provided by the initial reporter, translated from portuguese to english: "primary packaging sealing is not adhered, causing the packaging to open before handling."

Manufacturer narrative:
Correction: d3. Medical device manufacturer:becton dickinson infusion therapy systems inc. Sandy, ut g1. Manufacturing location: becton dickinson infusion therapy systems inc. Sandy, ut the product is made in sandy, ut and packaged in juiz de fora, br. This report errantly reported the manufacturer as juiz de fora, br.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 57 bd insyte¿ autoguard¿ shielded IV catheters' packaging units were found unsealed before use. The following information was provided by the initial reporter, translated from portuguese to english: "primary packaging sealing is not adhered, causing the packaging to open before handling."